Event description:
Terumo received the following reported information: the procedure was an angiogram, attempting popliteal access with the wire. When removing the wire, the tip broke off. The patient was not harmed. They were able to successfully complete the case. There was no blood loss.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials. Based on the investigation results, no anomaly was found in the history of the involved product code/lot number. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory is committed to maintaining the quality of the product by performing the following control. After the product assembling process, the outer diameter is measured on 100% basis to ensure that there is no anomaly on it. In the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly in appearance. Instructions for use (IFU) of this product includes the following caution: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.